Manufacturer narrative:
The c 501 analyzer serial number is (B)(6). The field service engineer performed mechanism checks, verified rinse levels and pressure, verified probe rinsing, and verified the cell rinse tubing. Precision studies were performed and recovered within guidelines. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cholesterol gen.2 on a cobas 6000 c 501 analyzer. The sample initially resulted in a cholesterol value of 6 mg/dl. The patient questioned the value since it did not match previous testing results. The sample was repeated, resulting in a cholesterol value of 258 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.